Event description:
It was reported that, "pt scheduled for revision arthroplasty for (B)(6) 2012. Reason for revision was instability. Upon observation of components during revision, the proximal part of ps post was sheared off the poly. Surgeon removed this insert and replaced with new one of the same size and thickness."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.